Manufacturer narrative:
One device returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; unable to confirm the reported customer complaint. Three different delivery accuracy tests were performed all of which were within the published delivery accuracy specification.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Event description:
Information was received indicating that the accuracy of a smiths medical cadd legacy pump was off (under) and needed preventive maintenance. No adverse effects were reported.